Event description:
It was reported that five infusion sets tubing was teared apart and got detached from hub between 18 feb 2026 and 11 mar 2026. The patient was experienced high blood glucose levels on 05 mar 2026 which were managed by changed the infusion set and administering a bolus with new infusion set. The infusion set was in use for one to two days.

Manufacturer narrative:
MDR ./ initial 2 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.